Event description:
Tip broken off of needle. Tip removed from pt.

Event description:
Add'l info rec'd from MFR 6/25/04: response: the voluntary FDA medwatch you sent to MFR was the first notification of this event. A medwatch report has not been filed with the FDA in regards to this event.